Manufacturer narrative:
We received one 746f8 catheter with attached monoject 1.5cc limited volume syringe and 2 - non edwards stopcocks and 1 - injection site for examination. The reported event of "c0/ci numbers not coming up on monitor " was not confirmed. No fault messages showed up on the laboratory vigilance ii monitor when the catheter was connected. The catheter passed in-vitro calibration on the vigilance ii monitor. The thermistor was found to read 37.1 c when submerged into a 37.1 c water bath. The catheter ran cco in 37.1 c water bath on vigilance ii monitor for 5 minutes with no error. The thermistor and thermal filament circuits were continuous, there were no open or intermittent conditions. The eeprom data was found to be normal, both the stored data and the computed data matched. Resistance value of thermal filament circuit was measured and found to be within specification. All through lumens were patent without any leakage or occlusion. The balloon inflated clear, concentric and remained inflated for more than 5 minutes without leakage. The catheter body was free of kinks or indentations and the returned syringe functioned normal. The reported event was not confirmed. Although the cause of the complaint could not be determined, there was no indication of a manufacturing defect noted during the analysis. No actions will be taken at this time. Lot or serial number was not provided, therefore review of the manufacturing records could not be completed.

Event description:
It was reported that there were 3 different issues of c0/ci numbers not coming up on the monitor or c0/ci going in and out post-surgery in the ICU. Both surgery and the ICU staff feel it maybe more of a swan placement issue and not the actual catheter. The monitors and cco cables were checked and they all checked out fine. It was later indicated that the patient was not treated for inaccurate values because the nurse knew the values weren't correct. The staff connected the arterial line to the vigileo monitor to compare and then used other hemodynamic numbers to treat the patient. Two catheters were discarded and one was saved for examination. There were no patient safety issues.